Event description:
It was reported that the collimator bulb allegedly failed. Glass from the bulb came into contact with both the pt and the tech. The tech reportedly received a minor scratch on the right side of her face. No pt injury was reported.